Event description:
A talent aaa stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology at implant was not reported; however, it was stated that the infrarenal neck at the index procedure was described as tortuous. It was reported that the patient presented to the hospital with blood in the patient¿s urine. The physician performed a CT which showed a large type ia endoleak. There was also noted ¿by the radiologist¿ that the patient had a large clot in the retroperitoneal cavity. The physician noted that the patient has three issues going on at the same time; a large clot in the retroperitoneal cavity, blood in urine and a proximal type I endoleak. The patient received a secondary endovascular procedure to repair the endoleak where endostaples from another manufacturer were used. It was noted that the patient did not have enough room from the renal arteries to the flow divider of the talent bifurcate stent graft to implant an endurant aortic cuff. It was noted that 18 endo anchors were used, however, two of which were dislodged and remained free floating in the patient post-surgery. The endoleak still remained so the physician decided to explant the stent graft. The ureter was not clearly perforated but there was a pelvic hematoma. The aneurysm was essentially detached from the aorta proximally. No additional clinical sequelae were reported. Film review analysis: pec review of returned cta¿s and 3d recon images from 5 years post-implant revealed that the bifurcate is positioned just below the renals. The bare springs are in close proximity to both renal artery orifices. The proximal neck diameter just below the renals is 31mm, and the proximal stent graft od is approximately 33mm. One cm lower the stent graft od is 37mm, and the neck diameter is 43mm. The neck is moderately angulated in the a-p direction, conical-shaped, with areas of calcification. The max diameter aaa measures 9.5cm and there is contrast seen within the sac from a proximal type I endoleak. There is also contrast seen within the mid-sac near both limbs, however the source of the contrast could not be confirmed if from the proximal type I or another source. The ispi limb was positioned down the right side and extended into the right common iliac with an aneurx limb. The aneurx contra limb + extension were placed into the left common iliac artery. Both limbs were patent. The exact cause of the proximal type I endoleak is unknown. Earlier post-implant films were not available for review. It appears likely that the endoleak is due to an inadequate seal, possibly caused by the conical, angulated and calcified proximal neck. This may have been due to disease progression. The cause of the reported blood in the urine and large clot in the retroperitoneal cavity could not be determined. Films from the recent intervention using another manufacturer¿s staples were not available for return.

Event description:
Additional information was received. It was reported that after the explant of the devices, the physician sewed in another manufacturer's dacron graft for repair. The patient is doing fine after the intervention. The physician stated the event was related to the p rocedure.

Manufacturer narrative:
(B)(4)